Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that the spike of an interlink straight type blood set broke off in the blood transfusion bag, leading to a leak. This occurred when the nurse spiked the bag during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One single-use sample was received for evaluation. The returned unit was contaminated with blood when received. A visual inspection was performed through the bag and no issues were noted. The reported condition could not be verified during visual inspection. Further evaluation was not performed due to the condition of the sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.